Event description:
During a laparoscopic cholecystectomy, it was reported by the affiliate that 2 clips were released at the same time. There was no consequence to the pt. Add'l info received on 2/5/97. It was called that the clips were open and they did not fall into the pt. The surgeon retrieved the clips. They did not cut the vessel.

Manufacturer narrative:
Based upon the inquiry info received and the visual and functional results, it was concluded that the lower shroud had become damaged causing the instrument to not form the clips properly. No conclusion could be reached as to how the damage to the lower shroud occurred. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.